Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned mated with the handle/carrier tube assembly. The tamper tube and suture were returned as well. Visual inspection revealed that the device handle was mated with the hemostasis sheath. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The sheath/carrier tube assembly was kinked at the distal end of the sheath hub. The tamper tube and suture were completely exited from the device and returned separately. The button of the device was soft upon receipt. No other visual anomalies were noted. The device was disassembled, and the gearbox assembly was visually inspected. No suture was found within the spool. It was confirmed that the suture had unwound completely, and no green suture stake was present within the hole of the spool. No other visual anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. During internal review, it has been found that sections b1 and b2 were inadvertently not initially selected appropriately. Therefore, sections b1 and b2 have been updated.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a leg angio; the doctor and an ir, exchanged the 6fr evolution over the wire. After locating the arteriotomy, he removed the locator from the sheath and inserted the evolution. A click was heard and felt, he then removed the evolution from the sheath until the second click was heard and felt. Upon the realization of rear lock and withdrawal, continuous tension was applied, it was at this point that the suture string fell from the device. The rad tech and ir quickly grabbed the string and resumed tension on it. Pressure was applied at the site as well. The tech instructed the ir to remove the compaction tube from inside the handle and they threaded it over the suture; they then tamped the site. After that they cut the suture and moderate to light pressure was held for 15 minutes. Pulses were monitored. The user stated that they may monitor pulses as well as take an ultrasound to confirm anchor wall apposition. The nursing staff stated distal pulses had improved from pre-procedure pulses. Additional information was received on 17oct2019. An argon micro puncture 4fr sheath was used initially, then a 5fr boston to a 5fr cook ansel. A pre-deployment angiogram was performed. The patient was reported to be stable and was discharged with no complications. Pressure was held out of caution, they self-tamped, and held equivalent of venous pressure. Additional information was received on 06nov2019. Ultrasound was not used to visualize wall apposition.